Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed intermittent loss of capture (loc) at the rv channel with a later rv sensed event. There were also ventricular events showing the same intermittent rv loc and true ventricular tachycardia (vt). There appeared to be an atrial stand still during the vt and therapy was appropriate and successful. The rv loc could have contributed to the vt. It was suggested to complete rv threshold evaluation and increase outputs for this crt-d and rv lead that remain in service. Additional information was received from the field mentioning that ventricular tachyarrhythmia was noted in presenting electrogram below device therapy zone. The attending physician was notified that this arrhythmia was present in presenting rhythm and that the device is not programmed to provide therapy at the presenting rate. The crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed intermittent loss of capture (loc) at the rv channel with a later rv sensed event. There were also ventricular events showing the same intermittent rv loc and true ventricular tachycardia (vt). There appeared to be an atrial stand still during the vt and therapy was appropriate and successful. The rv loc could have contributed to the vt. It was suggested to complete rv threshold evaluation and increase outputs for this crt-d and rv lead that remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.